Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced brakes cannot be engaged or brakes difficult to engage/disengage. There was no patient involvement.

Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced brakes cannot be engaged or brakes difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
The number of events has been updated to include an event previously reported on MFR report # 0001831750-2022-00713 following the completion of an investigation.